Event description:
Step drill bit tip broke- tip left in humeral head.

Manufacturer narrative:
Evaluation codes: method code: other: device was not returned and could not be directly evaluated. Results code: device was not returned and could not be directly evaluated. Conclusions code: no device available to draw conclusions.